Event description:
Boston scientific received information that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) explained possible causes and provided measures for troubleshooting. The patient was seen in clinic and impedance was fine. Furthermore, the field representative attempted to do a threshold test however the patient felt pain in the chest area and so testing was discontinued. Additional information was received indicating that the source of high shocking impedance was not conclusively determined. Subsequently, a revision procedure was performed wherein this rv lead was surgically abandoned and replace while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested of the field representative. Should any further information become available, this report will be updated.